Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 570 mg/dl while wearing the pod for an unknown amount of time. The patient was treated with insulin injections and IV (intravenous) fluids. The patient was released the following day. The pod was worn when seeking medical attention but was removed at the hospital.